Manufacturer narrative:
There was no report of a device malfunction. The disposable portion of the micor device was discarded by the user facility and is not available for evaluation. The device history records were reviewed for this manufacturing lot and there were no discrepancies or unusual findings that relate to the reported event. Based on input from the surgeon, the most likely root cause of the capsular tear and resulting vitreous loss is a combination of the patient's preexisting weak tissue in combination with normal kinetic energy of the fragmented lens during removal with the device functioning as intended. Based on the information reviewed, there is no evidence to indicate the presence of a potential quality issue with respect to manufacturing, design, or labeling. The following risks are identified in the device labeling: as with any endocapsular lens fragmentation technique, there are risks associated with endothelial cell loss, capsular rupture, risk of infection, adverse reaction to materials, mechanical failure or breakage of the device, and tissue/vascular trauma or perforation. Anatomic abnormalities and/or instability of the lens/capsular complex, such as zonular weakness, capsular tears or non-continuous capsulorhexis, may have an impact on the system's performance. Manufacturer's reference #: (B)(4).

Event description:
A (B)(6) year-old female patient underwent cataract surgery in the right eye on (B)(6) 2021 where the micor system lens fragmentation system extractor was used to fragment and remove the cataractous lens. At the end of the case the surgeon noticed a small sub-incisional tear in the anterior capsule with a small amount of vitreous protruding from the corneal incision. The tear was located to the right of the primary incision at the 5 o'clock position (based on superior positioning). The surgeon attributed the capsular tear to weak tissue and/or a segment of the lens contacting the capsule. The vitreous was cut using surgical scissors, the wound was sealed, and the case was completed successfully. At the one-day postoperative examination on (B)(6) 2021, the patient's visual acuity was 20/80 with trace corneal edema and anterior chamber flair. Other than the vitreous loss, there were no other complications resulting from the tear, which the surgeon described as "slight". A full recovery is expected.